Manufacturer narrative:
Correction: per patient's surgeon, the device was explanted on (B)(6) 2012; not (B)(6) 2012 as previously reported. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement, poor sound quality, and dizziness with device use, and the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(6), 2013.